Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be opened to allow recovery. A field service engineer removed the anesthesia back panel and inspected behind the half-height matrix drawers 2.1 and 2.2. A piece of paper was discovered lodged behind drawer 2.1 and was removed. Various tests were initiated for half-height matrix drawer 2.1 using the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed to open and was not allow the user to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.